Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as the product code is unknown. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable because there was an open clamp on unused supply line. According to initial information, there were open clamps noted on unused supply lines. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) reported to baxter's after hours call service a system error (se) 2240 alarm that occurred on the homechoice machine during dwell 1. The hp stated he was connected to the machine at the time of the alarm and didn?t disconnect at any time prior. The hp stated there was an unused supply line with an open clamp. The technical service representative (tsr) assisted the hp to clear the alarm to end therapy. No clinical consequences for the patient were reported.